Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a charger enclosure was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the mobile view station (mvs) of imaging system displayed battery error. There was no patient present at the time of the issue.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the enclosure passed all tests and is functioning normally. No fault found. It was noted that dust was present inside the part.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.